Event description:
Consumer reported receiving a low blood glucose value of 177 mg/dl when compared to a laboratory value of 248 mg/dl. These results when plotted on a clarke error grid fell into the "d" zone showing that the difference in results is clinically significant. There was no report of death, serious injury or mistreatment associated with the event.